Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: "went in 2013. I tried to remove it in 2014, but could not. I actually identified a fracture on x-ray last year, but they only got around to ordering a CT now. At least one arm and leg are broken. Looks like it penetrated the aorta, duodenum and spine. Up to the surgeon what to do, I've suggested surgical removal." Patient outcome: the fractured filter remains inside the patient's body.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). Name and address for importer site: cook medical incorporated (cmi), 400 daniels way, bloomington, in 47404, registration no.: 3005580113. Summary of investigational findings: investigation based event description and provided images. Indication for ivc filter placement has not been discussed throughout the entire report. The complaint report states the ivc filter was placed in 2013 and attempted removal was performed in 2014. There is no comment in the complaint report regarding the temporal relationship of the venogram and the contrast-enhanced CT scan submitted for review, both of which were performed in (B)(6) 2014 per the image title. This temporal relationship is important to help establish an accurate time line. On the venogram submitted it appears the hook of the ivc filter is somewhat straightened, indicating the attempted filter retrieval had likely already been performed, although this is not specified. This image demonstrates penetration involving multiple primary and secondary filter legs. It is uncertain whether or not these penetrations were present before or after attempting to retrieve the ivc filter. Nor is it specified what the difficulty was in attempting to retrieve the ivc filter. During manipulations while attempting to remove the ivc filter, the degree of penetration and therefore the degree of interactions with adjacent structures may have been significantly altered. The CT scan from 2014 does suggest there are at least multiple grade 2 interactions and potentially grade 3 interactions present, but this is difficult to confirm given the low resolution of the image.again, it is uncertain whether or not this CT scan was performed pre or post filter retrieval attempt, and therefore is uncertain if these penetrations developed on their own, or were a product of attempting to retrieve the ivc filter. There is no discussion in the complaint report regarding any advanced techniques attempted to retrieve the filter. There is also no discussion regarding symptoms related to the penetration. If the penetrations were present prior to attempting to retrieve the ivc filter, their exact cause is indeterminate, but likely multifactorial and related to intrinsic factors with either the filter design or the patient¿s anatomy/biology. Conical filter design, dwell time, significant filter tilt, and ivc diameter measuring less than 24 mm have been described as potential contributing factors to development of ivc filter penetration. Perforations are a well described complication of ivc filters and typically have no clinical significance. However, in this case, the penetrations not only progressed over time, but also caused additional complications discussed below. A 2017 x-ray of the filter demonstrated interval development of fractures involving both a primary and secondary filter leg. The fracture fragments are likely the posterior filter legs, although this is not entirely confirmed on the images. These fractures were related to the grade 3 interactions with the vertebral bodies. The sclerotic changes appreciated within the vertebral body suggests that the filter legs interacted with the vertebral body for some time and were likely tethered or immobile relative to the vertebral bodies. This immobility resulted in altered forces exhibited on the primary and secondary filter legs, as there is typically significant motion of the ivc filter with respiratory variation and patient positioning. These altered forces contributed to metal fatigue resulting in the fractures. On the images provided, much of the fractured fragments, in all likelihood, reside in the extravascular space and are at low probability of embolizing. In addition, there are multiple other grade 3 interactions partially identified on the CT image including penetration into the aorta, duodenum, and potentially a vessel extending adjacent to the right kidney or potentially the ureter. There are no comments in the complaint report regarding symptoms related to these penetrations. Again, the cause and extent of the penetrations resulting in the grade 3 interactions with adjacent structures may have been facilitated by the failed attempted retrieval in 2014, or they may have progressed on their own. There is no way to differentiate the potential probabilities of either of these two scenarios. The operator did suggest "surgical removal" of the ivc filter. However, there have been several papers discussing the feasibility of removing ivc filters endovascularly, despite the presence of grade 3 interactions. This would necessitate advanced filter retrieval techniques, but is typically successful with very little increased risk to the patient. The fracture fragment residing outside of the lumen of the ivc would remain. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Filter fracture is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Fracture of a filter leg can be due to repetitive motion on a filter leg in an unusual stressed position. Among other causes, filter fracture may be associated with a filter leg perforating the ivc, a filter leg being caught in a side branch (e.g. Renal vein), excessive force or manipulations near an implanted filter (e.g. A surgical procedure in the vicinity of a filter) and / or procedures that involve other devices being passed through an in situ filter. It has been reported that retrieval of a fractured filter or filter fragments using endovascular techniques is possible. Fracture of the wire is a known risk in relation to an implanted filter and reported in the published scientific literature. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is no evidence to suggest that the device was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.